Event description:
No intervention is anticipated to be performed. The patient will be monitored.

Event description:
Additional information received indicated increased impedance was observed on the right ventricular lead.

Event description:
During follow-up, noise resulting in oversensing, low sensing resulting in undersensing, and increased capture threshold were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition.